Manufacturer narrative:
H10: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx29 implanted in the mitral position, via median sternotomy, was explanted after an implant duration of five (5) days due to the greater rigidity observed in the leaflets surrounding the posterior post which did not allow coaptation of the leaflets, producing a severe central leak and elevated gradients (mean gradient 8.6 mmhg). A non-edwards biological valve was implanted in replacement via another median sternotomy. The patient was noted as to be discharged home 16 days after reintervention.

Event description:
Edwards received notification that a valve model 7300tfx29 implanted in the mitral position, via median sternotomy, was explanted after an implant duration of five (5) days due to the greater rigidity observed in the leaflets surrounding the posterior post which did not allow coaptation of the leaflets, producing a severe central leak and elevated gradients (mean gradient 8.6 mmhg). Reportedly, the tricentrix was used adequately, the tricentrix holder removed was removed after the sutures were tied and there were no difficulties. The patient presented with mitral insufficiency five days after surgery and decision was made to replace the device. A non-edwards biological valve was implanted in replacement via another median sternotomy. The patient was noted as to be discharged home 16 days after reintervention.

Manufacturer narrative:
The device was returned for evaluation. The report of "did not allow coaptation of the leaflets" was visually confirmed due to suture looping. Suture track indentation and an approximately 3 mm tear was observed on free margin of leaflet 2 and suture track indentation on leaflet 3 near commissure 3. This indicated the suture was looped around commissure 3. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Mitral apparatus was observed on sewing ring near commissure 3 on the outflow aspect. Sewing ring cloth was cut in multiple areas around the valve and exposed silicone of sewing ring. Suture holes were visible around the sewing ring. Multiple suture threads remained attached to the sewing ring. Green suture tail near commissure 3 on the outflow aspect measure approximately 5mm.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Based on the evaluation and available information, the report of "rigidity observed in the leaflets surrounding the posterior post which did not allow coaptation of the leaflets, producing a severe central leak and elevated gradients" was confirmed. The cause is suture looping, as confirmed through evaluation of returned subject device, due to use error. An edwards defect has not been confirmed.